Event description:
The following allegation was reported to davol by the patient. The patient has alleged that following the implant of a kugel patch he still has a "hernia like bulge sticking out." He also alleges discomfort. He alleges that he has been referred to a specialist and has undergone a CT scan, no results have been provided.

Manufacturer narrative:
Based on the limited information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Davol has made multiple attempts to get more information from the patient, including, product identifiers, date of surgery, name of hospital, etc. To date the patient has not responded to these requests for details. Without a lot number a review of the manufacturing records could not be performed. The patient alleges a possible hernia recurrence, which is a known possible adverse reaction listed in the IFU. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.